Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issue were unable to be confirmed as the balloon was able to be inflated and deflated without any issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that manipulation and/or mishandling of the device during advancement, the device encountered resistance with the mildly calcified anatomy and/or other devices used for the kissing technique and caused the inner and outer members to bunch in multiple location and the tip damage. The combination of the anatomy and the bunched inner/outer member likely restricted the contrast flow resulting in the inflation and deflation issues. The noted tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the target lesion was concentric, non-tortuous and mildly calcified. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal to mid left anterior descending (lad) artery. Two stents were deployed in the target lesions. A 2.25x20mm trek rx balloon dilatation catheter (bdc) and 2.5x13mm non-abbott bdc were then advanced for the kissing balloon technique. The trek rx bdc was delivered to the first diagonal branch to attempt to widen the struts of the previously implanted stent in the proximal lad; however, the balloon completely failed to inflate and was therefore removed. Upon removal of the trek rx bdc from the patient anatomy, the balloon was able to be inflated at 16 atmospheres but failed to deflate. The kissing balloon technique was ultimately completed using a non-abbott stent delivery system balloon and the non-abbott bdc. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.